Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements simultaneously as noise. Noise and out of range pacing impedance measurement was reproduced with isometrics. The patient had no symptoms and no adverse effects were reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.